Manufacturer narrative:
H.6. Investigation summary the sample provided was analyzed and it was possible to observe barrel damaged. A device history review was conducted and the manufacturing date for this batch was (B)(6) ¿ (B)(6)2019 . The process inspections were performed and no records of this incident were found. The current controls to detect the incident are performed by visual inspection each 02 hours at 36 parts at manufacturing process. Bd was able to confirm/ reproduce the incident in question. The possible cause for this is a failure at syringe assembly station with caused the damage. CAPA 1035416 was opened. H3 other text : see section h.10.

Event description:
It was reported that during use the vaccine is leaking through stopper with a bd plastipak¿ 3ml luer-lok¿ syringe. The following information was provided by the initial reporter, translated from portuguese to english: reports leaking vaccine through stopper. Reports the syringe has no apparent damage. There was no harm to the patient / professional.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the vaccine is leaking through stopper with a bd plastipak¿ 3ml luer-lok¿ syringe. The following information was provided by the initial reporter, translated from (B)(4) to english: reports leaking vaccine through stopper. Reports the syringe has no apparent damage. There was no harm to the patient / professional.